Event description:
The patient reported exposed wires and sparking of the power supply cable. The patient electronic unit with power accessories was replaced and there were no adverse consequences reported by the patient.